Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: analysis found that the programmer booted to an error. Software was reloaded. It was also noted that the system fan was noisy, it was unable to be confirmed that the programmer was overheating, and while reloading software another, different error was displayed.

Event description:
It was reported that the programmer incurred an error message. There is also a report of "overheating." Also noted was that the fan was "going bad for a while." The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.